Manufacturer narrative:
This report filed december 7th, 2015.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an infected cholesteatoma.